Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell and flat creases. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, broken sharp, nick striated. And more than three openings striated. Based on the device analysis, the final assessment is: a sharp edge broken in the side posterior assessed, as unidentified (tear) opening. More than three openings striated in the side posterior assessed, as surgical damage. Nicks striated assessed, as surgical tool scratch like.

Event description:
Healthcare professional reported, a right side "rupture". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side "rupture." Device has been explanted.